Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to characteristics decrement and loss of electrode function. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.